Manufacturer narrative:
Product ID 3093-28, lot# va009dh, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had redness at the incision site and a urinary tract infection (uti). The patient had been in the hospital since the saturday night prior to the report and it was unknown how long the patient would be admitted. The patient was also dehydrated. Additional information was requested, but was not available as of the date of this report.